Manufacturer narrative:
Insulin pump received with no motor movement or negligible during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. Insulin pump also received with broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The customer¿s blood glucose was 158 mg/dl at the time of incident. The customer was able to clear the alarm but not able to rewind the insulin pump. The insulin pump will be returned for analysis.